Manufacturer narrative:
Sensory medical was made aware of the damaged tech hub on 03/24/2026, however was notified of the elopement through the tech hub on 03/26/2026. Sensory medical has made multiple attempts to gather additional information to aid in the investigation on the following dates: 03/26/2026, 03/30/2026, 04/03/2026 and 04/20/2026 (email). Sensory medical provided a return shipping label to the dme for return and examination of the damaged tech hub. 01292025 is the lot of the tech hub. Review of manufacturing records confirms all in process and final inspections were performed and passed. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The complaint was reported to sensory medical by a durable medical equipment (dme) representative. Per the representative, the child broke the tech hub casing, and eloped through the tech hub portal window. Per representative, the event caused no medical injury, the child only scratched his leg. Per representative, this is the only information they were able to get from the parent of the child. There was no report of injury as a result of the event.